Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery using an indigo system catrx aspiration catheter (catrx), non-penumbra sheath, guide catheter. During the procedure, while attempting to load the catrx on to the guidewire, the hospital technician noticed the catrx was inadvertently punctured and, therefore, it was removed. The procedure was completed using a new catrx. There was no report of an adverse effect to the patient.